Event description:
It was reported the stylus needs calibration. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not verify a stylus pen problem. It was also noted that two errors had occurred in the past and the programmer cooling fan was noisy.